Event description:
This event was captured based on literature review. It was reported that the procedure was to treat a severely calcified proximal lesion of the left anterior descending artery (lad) involving the first and second diagonal (d1, d2). Rotational atherectomy was performed in the lad and unspecified stents were implanted in the lad, d2 and d1 using the mini-crush technique. For post-dilatation of the stents, an unspecified pilot 50 guide wire was used to re-wire d1. After dilatation in the bifurcation of the lad and d1, a perforation was observed in d1. No deterioration was observed after 30 minutes; however three hours after the initial procedure, the patient developed chest discomfort, sweating and progressive hypotension. Echocardiography indicated pericardial tamponade. Active extravasation of contrast into the pericardial space was observed from the distal portion of a very small branch of the d1, which was presumably caused by the advancement of the pilot 50 guide wire. Prolonged balloon inflations were attempted with a voyager 2.0 x 12 mm balloon, but were not able to seal the perforation. Thrombin (500 u) was injected into the distal d1 to occlude the branch and stop the active leakage. Thirty minutes later, the distal d1 was completely occluded with no recurrence of leakage. However, six hours later, pericardial tamponade reoccurred. The patient was sent to surgery for emergency coronary artery bypass graft (CABG). CABG of the left internal mammary artery to lad, aorta to d2, and aorta to rca was performed. Eight days after the surgery, the patient experienced chest discomfort with gradual blood pressure drop.

Manufacturer narrative:
(B)(4). Event description continued: echocardiography noted a pseudoaneurysm at the anterolateral wall of the left ventricle. The patient died due to the rupture of the left ventricle pseudoaneurysm, unrelated to the pilot 50 guide wire. No additional information was provided. Date of event estimated as date of publication. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article, failed thrombin treatment due to patent collateral leakage after refractory guidewire-induced coronary artery perforation.